Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On 02/21/2025, it was reported that the patient experienced inaccurate cgm values. Earlier in the evening on (B)(6), the cgm reading was 214 mg/dl and the bg reading was 137 mg/dl. Despite attempts to calibrate it, the cgm missed the hypoglycemia and didn't alarm until she was already unconscious and experiencing convulsions that night. Her husband woke up because, and administered glucagon to the patient. She had already been unconscious for 6 minutes before the convulsions started. Her husband didn't check her reading during that time. At the time of the report the patient was recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.